Event description:
It was reported that during a rectal cancer resection, the device fired malformed staples. Additional sutures were used to close the anastomosis stoma. Operating time was extended about half an hour. There was no adverse consequence to the pt.